Manufacturer narrative:
Updated fields. Corrected field: d9. No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
N/a

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Manufacturer narrative:
Additional reporter: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the customer believed the iab may have "flipped in half" within the aorta due to the location of the radiopaque markers. The patient was stable. They texted several chest film images taken at different times. The images showed the markers becoming closer over each picture. The last picture showed the markers at nearly the same location near the distal tip. In that image, the iab appeared to be fully inflated and not bent in half or doubled over. The tip was located at the 4th ics. They asked if it was advisable to remove the iab. The getinge representative advised that it would be their decision, but the movement of the markers alone would not indicate a need for removal. They also asked several questions about the waveform as there was what appeared to be catheter "whip" on several beats. Timing appeared correct, there were sharp vs at inflation and deflation and there was afterload reduction. The blue pressure waveform was in a chair pattern and the augmentation was 102. Physicians were also at the bedside and after several minutes they decided to remove the iab at the bedside. There was no patient harm or adverse event reported.